Manufacturer narrative:
Preliminary investigation performed on 27 november 2017 by r&d project manager based on the pictures received by the complainer: after having seen the images received, I came to the following conclusions: - an pin of one of the joint of the shaft was broken; - the root cause is difficult to understand. It might be due to a high stress in this particular case. Investigation provided by hpf on 28 november 2017: batch released on date: 05/16/2017 n. Of pieces released: 16 comments:all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. Conclusions:there aren't non conformity elements in the document review. On the same report they also reported the investigation based on the picture send them. Inspection: analyzing the pictures above we could say that the universal joint is broken, in particular the pin broke. Conclusion: we exclude the possibility that the breakage has been caused by the surgical drill use: it has been showed that there aren't any structural issues using the surgical drill. We suppose that the breakage of the device is due to the reaching of a twisting couple higher than 25nm during the usage (as marked on the shell of the device). We test the 100% of the mis reamer handle endurance with a twisting couple of 30nm. Furthermore we suppose that the breakage has been caused by a manual use of the device, with which is possible to reach high torque levels that compromise the resistance of the mis. Visual inspection performed by r&d project manager on 15 december 2017: after having done the visual inspection, I came to same conclusions of preliminary investigation: - an pin of one of the joint of the shaft was broken; - the root cause is difficult to understand. It might be due to a high stress in this particular case. However an improved instrument version has been developed by manufacturer.

Event description:
When the surgeon was reaming the reamer handle broke. The internal knuckle broke. The case was delayed about 15min the surgery was completed successfully.